Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited a rapid decrease in remaining longevity during device follow-up appointments. Premature battery depletion (pbd) was suspected. It was reported that at the most recent device check, battery exhaustion was detected. A revision procedure was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which noted that the battery voltage was lower than expected. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded capacitor, causing the reported field observation.